Manufacturer narrative:
Not received.

Event description:
On (B)(6) 2017, during preparation a 30 mm amplatzer pfo occluder had an irregular shape. The device was not implanted into the patient. A 25 mm amplatzer pfo occluder was used as a replacement with no patient consequences.

Manufacturer narrative:
Product analysis: the reported event of deformation upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.